Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure. The development of a postoperative hematoma after a procedure can be correlated with the surgical procedure and perioperative anticoagulation therapy to prevent dvt (prophylaxis). Patients may be at increased risk for developing hematomas if they have received fresh-frozen plasma, vitamin k, or hormonal therapy as well. Most hematomas resolve on their own, without surgical intervention, while some others do not. Larger hematomas may need to be surgically evacuated in order to resolve. As time frames of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a hematoma three weeks post implantation. Patient underwent surgical drainage.

Manufacturer narrative:
(B)(4). Flecher, x., ros, f., jacquet, c., olivier, m., parratte, s., & argenson, jn. (2020, june 28). A retrospective comparative study comparing 3 mode of fixations in revision tka: tmt cones with short cemented stems, cones with long uncemented stems and long uncemented stems without cone. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced a hematoma. Attempts have been made and no further information has been provided.